Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and identified a hole in the lower seal of the packaging. The reported issue was verified and the cause was determined to be a manufacturing issue due to the use of a silicone buffer with imperfections and unexpected interruption of the machine at the time of the formation of the seal on the pouch. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the minicap package was not sealed correctly and was losing air. This was reported before use. There was no patient involvement. No additional information is available